Event description:
The customer reported that suddenly the dose from the original distribution immediately re-appears. Note that the y position is now incorrect for the displayed dose.

Manufacturer narrative:
(B)(4). Investigation is still ongoing on this event. When investigation is completed, a f/u report will be sent to the FDA.